Event description:
It was reported that during an implant, the helix would not extend, it did not enter the patient's body. The lead was replaced, the data was normal. The patient condition is stable.

Manufacturer narrative:
The reported event of lead could not be screwed out of the head end helix was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was partially extended with traces of blood/body fluids. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The cause of the reported event was isolated to the helix being clogged with blood.